Event description:
The patient reported that there was an elective replacement indicator (eri). It was noted that it took longer to charge the implantable neurostimulator (ins) and it seemed to be using power quite quickly. They went from in a few days from 3/4 charge to 1/4 charge. The ins taking longer to charge and the ins using power quite quickly was noted to be about a year ago, 2015. Additional information was received from the patient on may 19th 2016 stating that it was because their unit was getting older they kept recharging it. They recharge when needed and had to do it more often. It was stated that the last time they met with a manufacturer representative (rep) was in "(B)(6) 2014, said it probably had about a year left." Other relevant medical history includes post-laminectomy pain and multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.